Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing noise and delivered inappropriate shocks with episodes of baseline shift. The noise was not able to be reproduced in the primary vector. The device was reprogrammed to secondary vector with better amplitude and signal. The patient would continue to be monitored via latitude home monitoring system. No adverse patient effects were reported. The s-ICD and electrode remains in-service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing noise and delivered inappropriate shocks with episodes of baseline shift. The noise was not able to be reproduced in the primary vector. The device was reprogrammed to secondary vector with better amplitude and signal. The patient would continue to be monitored via latitude home monitoring system. No adverse patient effects were reported. The s-ICD and electrode remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 for more information regarding the specific circumstances of this event.